Event description:
It was reported that during a sleeve gastrectomy, the surgeon activated the echelon stapler but part of the staple line didn't close. Surgery was delayed 45 min due to the reported event, and was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #unk. Additional information: this is an analysis of the photo submitted for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided device jaws were observed inside of the body cavity with a cartridge loaded. The right side was observed fully fired and the left side was observed with one staple line applied, the rest of the staples were protruding also the cartridge was damaged. The event described is confirmed, however no conclusion or root cause could be determined. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. Also, the reload pan was noted to be partially dislodged at the proximal end. In addition, was noted a staple between the guides of the sled. It is possible that this damage is due to the staple inside the one piece sled. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5cp75, and no non-conformances were identified.